Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It occurred during the nurse's preparation to insert zso. Kink occurred in the pigtail when the nurse inserted zso into the g/w. So they used another zso-7-7 patient/event info - notes: 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston jag g/w, 0.035inch, 450cm 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr.kim did sphincterotomy using the clevercut. 4. Was the wire guide inspected for damage prior to use?* no 5. Was the device at the centre of the complaint inspected for damage prior to use? No 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 7. If not with the device in question, how was the procedure finished?* they used another zso-7-7. Had a sphincterotomy been performed prior to this occurrence? Yes 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. It happened in the preparation process. 5. Was resistance encountered when advancing the wire guide to the target location?* it happened in the preparation process. 6. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. It happened in the preparation process. 7. Was resistance encountered when advancing the introduction system in place to the target location?* it happened in the preparation process. 8. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a 10. Did any section of the device detach inside the endoscope or patient? No 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) it may be be noted that additional information in the patient/event info - notes states that the wireguide and device were not inspected for damage prior to use, even though this attempted user error did not contribute to the reported issue the product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, kink occurred in the pigtail when the nurse inserted zso into the g/w. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 24-may-2024.